Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked within the bottle and inside the green out bag packaging. The device contained benzylpenicillin 7200 mg. This was observed at the patient¿s home before connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between january 2-4, 2025. H11: the device was received for evaluation. Visual inspection was performed, and fluid was noted inside a bag that contained the unit. Signs of surface roughness were not observed inside the cap when inspected under the microscope. The blue winged luer cap was securely tightened then monitored and no signs of leak were observed. The infusor device was determined to be a conforming product. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.